Event description:
It was reported that the patient presented for follow-up post procedure. Infection was suspected since there was a hole in the pocket. It was noted that the wounded area underwent necrosis and the suture thread was the source of infection. The pacemaker, right atrial lead and right atrial lead were explanted. The patient was hospitalized until the infection subsided and a new system was implanted on the other side on (B)(6) 2017. The patient was stable.